Event description:
It was reported the pt had persistent pain at the ipg pocket site. The pocket location is in her chest. The pt reported she felt discomfort when she wore a bra or moves into a certain position. The pt reported it was due to the location of the ipg. The pt was scheduled to meet with her physician regarding the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.